Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the site is requesting a visit for a representative to integrate their rosa system so exams can be sent directly. They have been having issues with missing slices when transferring via usb. No patient involved. It was reported that the images could not be transferred via a secondary method and site had to re spin. The cause was not determined.